Manufacturer narrative:
Upon review, the leadless pacemaker should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction or caused a serious event.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the atrial leadless pacemaker (lp) exhibited a dislodgement and embolized. No intervention was reported. The patient condition was unknown.